Event description:
It was reported the patient was voiding more than normal for the last ¿couple of days.¿ it was stated that it was possible that it was due to the patient drinking more fluid. At the time of the call, it was confirmed the device was off. It was unknown if the patient turned the device off on the day of the call or before. The patient did have trouble understanding the function of the keys and status lights on their programmer. No outcome was provided with this event. The patient was to see their doctor if they continued to void more than normal. It was further reported that the patient wasn¿t sure if their device was working. The patient placed their programmer over the implant and pressed the stimulation on button. The patient saw the stimulation on light and the implantable neurostimulator (ins) battery light was blinking. The patient tried again and all the lights were green. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2005-(B)(6), product type extension., product ID 3031a, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient. Product ID 3093-28, lot# j0546544v, implanted: 2005-(B)(6), product type lead. (B)(4).